Manufacturer narrative:
The device was received not deployed. Download data shows the device ran for 32 pulses, 22 of which in first prime, before deactivation. The device did not run enough pulses during the priming sequence to deploy the device before deactivation. A rotational sensor malfunction was observed in the data. The device was reset and completed a 5u bolus. The rerun replicated the rotational sensor malfunction. Inspection of the commutator cap found contamination. The contamination on the commutator cap is confirmed as the cause of the deployment failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.